Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a patient died on (B)(6) 2022 and they were unsure if the system alarmed appropriately.

Manufacturer narrative:
A philips technical consultant (tc) pulled the audit logs from the event. The tc confirmed that the system alarmed both on the central station and emergin. There was no malfunction of the philips device. The tc pulled the audit logs and confirmed that both the central station and paging systems alarmed correctly. The tc provided the findings to the customer which resolved the issue.

Event description:
The customer reported that a patient died on (B)(6) 2022 and they wanted to confirm that the system alarmed appropriately.